Event description:
The patient called alleging that the meter displays an error 4 message. Prior to the error 4 message, they obtained high results on their meter since july; however, meter started to display the error 4 message since the next day. They experience symptoms of high blood glucose. They visited their md du to the high readings and was advised to increase their insulin to 18u twice a day for two days. If the readings do not drop, thenb they have to increase it to 20u twice a day. If they continue to obtain high readings after the two days, md advised them to come and make an appointment. No information on what readings they had obtained prior to the error 4 message. The technique of applying blood on the test strip was done properly. Customer service was unable to resolve the ER 4 issue and sent patient anew meter. Ccr advised the patient to contact their md to see if they can borrow a meter until the new one arrives.